Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate after filling the cartridge with 250 units. Additionally, it was reported that a occlusion alarm occurred. Customer's blood glucose level ranged between 110-255 mg/dl. Reportedly, the customer reloaded the cartridge and changed infusion set to resolve the issues.